Manufacturer narrative:
Additional information was received that a revision procedure was performed and this lead was removed from service and replaced.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller. A boston scientific sales representative stated no system testing was performed and the physician was satisfied with the re-programming that was performed. The patient was instructed to follow up with his primary electro physiologist. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements less than 200 ohms and no sensing on the atrial channel. Therefore, the device was programmed to vvi 40ppm. No adverse patient effects were reported.